Event description:
Rn started infusion of amicar (aminocaproic a) at 130ml/hr. 120 ml in volutrol and remaining 10ml in medication bag. Fluid should have infused over 1 hour and actually infused over 2.5 hours, although pump showed rate as set and did not alarm.